Event description:
Home pt (hp) reports shoulder pain, possibly due to excess air infused into the peritoneum during treatment on the homechoice device. Unit rn was unaware of incident and reports no pt injury or medical intervention required as a result of incident. No further details could be provided by rn.